Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular dysfunction. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. However, patient related factors such as the patient's younger age likely contributed to this event. The device history record (DHR) review could not be performed since the device serial number is unknown. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards learned of a female in her 40's with a bioprosthetic aortic valve who underwent a valve-in-valve replacement. The surgical valve was implanted for an unknown duration. The reason for the procedure is also unknown. Reportedly, the decision to proceed with the tavr in this young patient was due to social issues (young child). After tavr, the mean gradient was 10 mmhg. Given the patient´s young age and fluoroscopic appearance of underexpanded transcatheter heart valve, it was decided to fracture the bioprosthetic valve by using a non-compliant balloon which fractured the surgical valve and allowed full expansion of the transcatheter heart valve. No adverse events reported for the patient.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider that the reason for the valve in valve procedure was due to calcification leading to stenosis. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the calcification and stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.